Manufacturer narrative:
This report is submitted on march 3, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site and skin necrosis which was treated with antibiotics (oral, topical and irrigation). The necrotic and infected area was debrided, and the device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on january 24, 2023